Manufacturer narrative:
The event was related to user error. Our IFU warns against laying the light cord connected to light source on patient. The user expected the light source to go into stand-by mode at 5% intensity when turned on as with other light sources; however, it went to 100% intensity as is described in the IFU. The device was not returned for evaluation; however, our local field service technician inspected the device and confirmed this.

Event description:
Allegedly, during a robotic urology procedure, the patient received a second degree burn when the light cord that was plugged into an activated light source was laid over the drape covering the patient's thigh.